Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The angio-seal device instructions for use (IFU) states that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.

Event description:
It was reported that an angio-seal was deployed in the right common femoral arteriotomy post percutaneous cardiac intervention (pci) with stent placement and angiogram. The angio-seal was deployed without any complications. Three days later, the patient developed a retroperitoneal hematoma, that had increased in size within the past twenty four hours. A CT scan demonstrated a large hematoma and the patient developed back and abdominal pain. The patient received 3 blood transfusions and was taken from CT to surgery. The hematoma was aspirated and bleeding was then seen from the rcfa. The artery was sutured to achieve hemostasis. No components of the angio-seal were seen in the arteriotomy. The patient was reported to be recovering. No additional information was available. Medications used during the procedure include benadryl 50mg, solumedrol 125mg, versed 2.0mg, fentanyl 1.25mcg, heparin 3000 units, plavix 600mg, baby aspirin (81mg) 4 tabs, & angiomax 15ml.